Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved was unable to confirm the report. The condition of the returned device prohibited a complete evaluation. The clip has been deployed and was not included in the turn. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to stimulate a worst case position. The handle was manipulated with an expected amount of force to move the drive wire in and out. There are no signs of damage or defects on the device. A product specific discrepancy that could have caused or contributed to this observation during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because all of the critical device components (particularly the device clip) were not returned for evaluation. A definitive cause for the reported observation could not be determined. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. Once attached to the site, the clip would not release from the catheter. The physician had to pull the clip from the tissue and another manufacturer's clip was used to complete the initially intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.